Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported by the customer that their insulin pump was protruding drive support cap. During troubleshooting, customer stated they attempted to push the support cap back in while attached to the device, which caused the device to deliver insulin. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but it was placed in wet swimming trunks. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 233 mg/dl at time of reporting. Nothing further reported.